Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, some of the clips were not holding. Unknown delay in procedure. No adverse event reported.

Manufacturer narrative:
(B)(4). The er420 device was received in good visual condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the clip fall off the tissue? Clip did not attach, was the clip malformed? Clip did not form, at what firing did the issue occur? Clip would load into jaw but jaws would not form clip, did the clip fall into the patient? Yes, but retrieved, if so how was the clip retrieved? Forcep, was the procedure or post-op care changed due to the clip retrieval? No, patient fine, how was the procedure completed? With a reusable applicator and individually loaded clips. Was there a delay in the procedure? If so please explain. No notable delay to surgery.